Event description:
A 61-yr-old female had silicone breast implants placed in 1981 following bilateral mastectomies for breast cancer. Pt developed joint pain, rash, fatigue and breast discomfort. Implants thought to be ruptured. At time of removal on 11/15/95 left implant was intact but right implant was found to be ruptured.